Event description:
It was reported a patient was to have a laparoscopic sterilization and novasure procedure (it is unknown if the sterilization procedure was completed). During the attempted novasure procedure, the cavity integrity assessment (cia) test was unsuccessful. A laparoscopy was done and a uterine perforation identified. Treatment included 1 week of antibiotics (medication unknown). A sounding with a metal sound (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).